Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The cycler underwent and passed a load cell and system air leak test. As received simulated treatment without any failures or problems. An internal visual inspection of the returned cycler encountered no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient had to disconnect from their cycler during pd therapy to go to the hospital for low blood pressure. The patient contact reported that the patient almost flatlined during treatment. Upon follow up, the patient¿s pd registered nurse reported this patient was hospitalized on (B)(6) 2020 for hypotension and the patient has a significant history of hypotension due to cardiac disease (exact diagnoses unknown). The patient was able to undergo continuous cycling peritoneal dialysis (ccpd) therapy on a hospital provided cycler and products (brand and model unknown). It was confirmed the diagnosis of hypotension and the associated hospitalization was unrelated to ccpd therapy and not due to a malfunction or deficiency of any fresenius product(s) or device(s). The patient was transferred to another acute care facility and is recovering from this event. The patient is awaiting discharge and plans to continue ccpd therapy on the same liberty select cycler at home.